Event description:
It was reported that the pt experienced stimulation in the wrong location following a fall. The pt experienced stimulation in the ribs when stimulation was greater than 2.5. The pt has had the implantable neurostimulator (ins) "off". An x-ray of the ins did not reveal any signs of lead migration.